Event description:
Found during testing. Physio-control observed that the device would not boot up to normal operation.

Manufacturer narrative:
Physio-control replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the power supply assembly and determined that root cause for the reported event was an electrically near-short at filter, designator fl13, caused by solder flux residue between pins 1 and 2 of the filter.